Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the usm to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, there was a non-recoverable error 32056 on universal surgical manipulator (usm 1). Prior to calling tech support, the customer restarted the system without success. The technical support engineer (tse) reviewed the logs and found error 32056 pointing to axes controller arm (aca) in usm1. The tse guided the customer to restart the system, including emergency power off (epo) and circuit breaker; however, the reported issue remained. After, the tse informed customer that arm would not be usable. The tse offered the customer to move the arm out of the operation field and to deactivate to be able to use the system with three arms. After, the nurse explained that the surgeon was not in the or yet and she would need to ask him. After a while, the surgeon agreed to start the surgery in these conditions. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) to perform failure analysis. Usm was tested on an in-house system in normal mode and error 32056 was confirmed and replicated. Usm was tested on a pca functional test fixture platform where it failed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 04/08/2024 the following additional information was obtained: the issue was identified prior to starting ¿ pre-anesthesia, when system was started at the beginning of the day. The procedure was completed with an open approach for other clinical reasons.